Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as an itchy scab which has cleared up. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention, reporting out of an abundance of caution. There were no allegations of any bleeding, oozing or weeping wounds. The outcome of the irritation is unknown.